Event description:
The complainant reported that during a cardiac catheterization, the rotator separated from the collar during pressure injection at 450 psi (the suspect manifold is rated to 200 psi). The complainant noted that the problem was limited to cases where there was power injection through the manifold. It was also reported that the technicians release the injection button immediately so that contrast spray is minimized. The complaint further reported they have changed to a higher rated manifold.

Manufacturer narrative:
Device evaluation: the subject device was not returned for evaluation. Therefore the complaint could not be confirmed. The device history record was reviewed for the suspect device lot number with no significant anomalies identified. No other complaints for this failure mode have been received for the suspect device lot number. Although an evaluation could not be performed, corrective measures have been taken to the bonding process to ensure consistent strength and better withstand high pressures. These types of complaints will be monitored for effectiveness of the process improvement. Device history record was reviewed.